Manufacturer narrative:
Follow-up #1: date of submission 15-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: during investigation, moisture was found behind the display lens. The pump was powered up to auditory and vibratory alarms with a blank display. The keypad was intact. The keypad could not be tested due to the blank display. The pump case was removed to find moisture throughout the pump interior. The blank display was due to moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.